Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for sodium (na) on a cobas 6000 c501 module. The initial result was 160 mmol/l. The repeat result was 140 mmol/l.

Manufacturer narrative:
The na electrode lot number with expiration date was not provided. The field service engineer (fse) found a crack in the tube of the rinse unit. The fse replaced the affected portion of the rinse tube assembly. Precision results were acceptable. The service actions resolved the issue.